Event description:
It was reported that the shock impedance at the latest clinic visit was 136 ohms. The impedance value had been rising gradually, with lows in the 110 ohm range and a high up to 150 ohms over the past year. Technical services discussed further troubleshooting options. The right ventricular lead remains in service and no adverse patient effects were reported.